Event description:
It is reported during surgery the pin became stuck in the glenoid bushing and broke suddenly.

Manufacturer narrative:
This report will be amended when our investigation is complete.